Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During preparation of the device for a cardiopulmonary bypass procedure, the user reported that the unit was not getting correct output. It could due to the cable being torn (green wire). The user had a back-up calibrator to use during case. The device was not changed out. The user reported the surgical procedure was completed successfully, and there were no adverse consequence to the pt as a results of this event.